Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 8f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, with the first proglide device, a cuff miss [suture retrieval issue] occurred with the second proglide device, the footplate did not fully close. Efforts to advance to close were not successful. The device was removed against resistance and damage to the vessel was noted. A cutdown, with manual suturing, was performed, to close the vessel and achieve hemostasis. No other device was attempted to be used. The sheath was upsized to a 16f sheath, and the evar procedure was completed. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional analysis was performed on the returned device. The reported difficulty to retract the foot was not confirmed. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the reported entrapment. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.